Manufacturer narrative:
Block b5, d8, and e1 (initial reporter address 1) have been updated with the additional information received on september 15, 2020. Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 20, 2020 that a hot axios stent was to be implanted during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange was attempted to be deployed. Reportedly, the catheter was unable to be removed and it broke, so the second flange remained in the working channel of the scope. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 15, 2020: according to the complainant, the stent was to be implanted to treat a pancreatic pseudocyst. During the procedure, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. The stent was removed partially deployed on the delivery system. The procedure was completed by changing the endoscope and a different device was implanted to complete the procedure. Reportedly, a good drainage was generated.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received completely deployed and the delivery system was returned in "position 4". The outer sheath was kinked near the luer and black marker. The inner sheath was detached and kinked. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent first flange difficult to positioning and entrapment of device or device component could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician and/or the position of the elevator could have caused the device entrapment when the physician attempted to deploy the second flange, which limited the performance of the device and contributed to stent first flange difficult to positioning and entrapment of device or device component. Also, the physician may have felt some resistance and may have used excessive force causing the inner sheath to detach from the delivery system and kinks on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the IFU (instructions for use) / product label.

Event description:
It was reported to boston scientific corporation on august 20, 2020 that a hot axios stent was to be implanted during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange was attempted to be deployed. Reportedly, the catheter was unable to be removed and it broke, so the second flange remained in the working channel of the scope. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on september 15, 2020*** according to the complainant, the stent was to be implanted to treat a pancreatic pseudocyst. During the procedure, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. The stent was removed partially deployed on the delivery system. The procedure was completed by changing the endoscope and a different device was implanted to complete the procedure. Reportedly, a good drainage was generated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 20, 2020 that a hot axios stent was to be implanted during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange was attempted to be deployed. Reportedly, the catheter was unable to be removed and it broke, so the second flange remained in the working channel of the scope. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.